Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (damage) issue. It was reported that the pump had no power. In addition, it was noted that the battery compartment was damaged with stripped threads. The top of the battery cap was worn and the threads were stripped. The cap was not able to tighten securely to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 07/07/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 06/19/2015 with the following findings: a review of the pump¿s black box showed multiple pump reboots. During a visual inspection of the pump, the battery compartment threads were observed to be damaged. The battery cap threads were damaged as well as the coin slot on the top of the battery cap. A cartridge compartment crack was observed, however, the cartridge cap was able to be secured tightly to the pump. The pump was unable to maintain an electrical connection with the returned battery cap due to cap detaching. During testing, the pump powered on with a test battery cap. During testing, the pump was exercised for 24 hours with no reboots, loss of power or call service alarms occurring. The pump case was removed and there was evidence of moisture was found inside the pump on the battery compartment canister. Unrelated to the complaint, investigation revealed a dim discolored display.